Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Customer did not receive pump error during insulin pump therapy. Insulin pump was returned due to customer receiving pump error safety notice only. Unable to perform the displacement test due to missing retainer. Unit had a missing reservoir tube o-ring, minor scratched display window, scratched case, fading serial number label, peeling keypad overlay and pillowing keypad overlay. Unit also had dog chew marks on the case, on the keypad overlay, on the display window and on the display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call they insist to get their insulin pump with version 2.6 replaced with version 2.9. The patient¿s blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.